Manufacturer narrative:
(B)(4). Physio-control initially evaluated the device and verified the reported failure of the event code and the inability to calibrate the pacer function. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing and returned the device to the customer for use. Upon further eval of the therapy pcb assembly, the cause of the observed failure was determined to be due to an electronically leaky capacitor, designator c160.

Event description:
It was initially reported that the device had its service indicator illuminated and logged a event code. The device was also unable to calibrate the pacing function. There was no pt use associated with the reported failure. Upon further eval by physio-control, it was determined that the therapy pcb assembly would not allow the device to analyze a pt rhythm in AED mode and also would not display a pt ECG rhythm while using the hand paddles assembly.